Manufacturer narrative:
While there is apparently no report of injury in this event, there has been a previous report received within the past 2 years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This event will be reevaluated, as appropriate, if further information becomes available. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. Additional information regarding the patient outcome has been requested. Additional information will be submitted as it becomes available.

Event description:
In this event it was reported that a propex ii apex locator provided incorrect measurements; event outcome is unknown as of this MDR evaluation. However, there is no indication that injury resulted.